Event description:
It has been reported that the shaver blade broke at the beginning of the procedure without applying any kind of force on it. They completed successfully the surgery by taking a new blade available. The tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation, therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: inadequate window profile, inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Event description:
It has been reported that the shaver blade broke at the beginning of the procedure without applying any kind of force on it. They completed successfully the surgery by taking a new blade available. The tip was retrieved.